Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported that patient whitened at home for 3 days and noticed small red spots on her lip, and it was itchy. She continued to whiten for 2 more days. After that, both lips were puffy, red and itchy. Instructed office to advise patient to stop using the kor desensitizer indefinitely. Patient may be experiencing an allergic reaction to the hema in the desensitizer. Followed-up with office on (B)(6) 2016- patient began whitening again on (B)(6) 2016 and although the office advised an alternative desensitizing method, patient used the kor desensitizer again and the lip swelling occurred again. Dental assistant directed the patient to seize using the desensitizer again. Followed-up with office on (B)(6) 2016, dental assistant reported that the patient is no longer experiencing swelling or tingling in her lips. She has continued with t whitening using alternate methods to treat sensitivity as recommended by her dentist.